Event description:
It was reported that the ilet touchscreen became unresponsive, preventing use of the device; the user observed a glucose value of 216 mg/dl, the device issued a glucose alert, and the user elected to disconnect and transition to secondary therapy until a replacement could be obtained, consistent with a device problem affecting the touchscreen interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the touchscreen component and an unresponsive input interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.